Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient's vision was worse than before surgery. The iol was exchanged approximately one month after the initial implantation procedure. The clinical reason for the exchange was reported as under corrected va, unexpected refractive error. Additional information was provided indicating that the patient's issues have resolved. The iol was exchanged for the same lens model with a difference of 1.5 diopter of power.